Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer: nc emerge mr, ous 4.50mm x 12mm was returned for analysis. A visual, tactile, and microscopic examination was performed on the device. The visual and tactile examination identified no issues with the hypotube shaft, and no kinks or damages were found in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a longitudinal tear from the distal to proximal marker band. The tip showed no signs of distal damage. No other issues were identified during the returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.